Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/01/2016 and found that the pinch valve pv21 actuator was not opening and closing properly and not allowing the needle bellows to drain completely. The fse replaced the actuator and all the tubing associated with pv21 to resolve the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 20ml from under a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and there were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/01/2016 and found that the pinch valve pv21 actuator was not opening and closing properly and not allowing the needle bellows to drain completely. The fse replaced the actuator and all the tubing associated with pv21 to resolve the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 20ml from under a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and there were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.